Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer went for a walk and delivered a correction bolus to address bg. Reportedly, air bubbles were observed within the infusion set tubing. The customer primed the tubing to address the issue and resumed insulin therapy.